Event description:
Ous MDR - it was reported that the lead was explanted approx. 46 months after its implantation due to oversensing.

Manufacturer narrative:
The correct analysis results are now attached. The returned lead was only available in fragments. It had been cut through 11 cm distal of the is-1 connector pin. The proximal and distal fragment were returned for analysis. In-between, about 5 cm of the lead body were missing. The visual inspection detected multiple signs of wear and tear. Especially at the distal fragment, the insulation was damaged due to fraying, which is with high probability the cause of the oversensing complained about. The observed damage pattern speaks for wear on the lead due to strong mechanical stress. Reasons for an increased stress level of the lead are difficult to determine. An accumulation of various influence factors should be considered. This includes a strong ingrowth behavior of the lead in the distal area and fibrosis formation at contact with the myocardium. An unfavorable implantation position of the lead is also a known influence factor. In addition, both the individual anatomy and increased physical activity of the patient, especially involving the upper body, play a role. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.